Event description:
It was reported that a user¿s ilet displayed ¿connect cgm or enter bg¿ after a dexcom g6 transmitter insertion, and the user had not successfully paired the new transmitter and sensor. The user entered the new transmitter ID and sensor code in the ilet cgm settings, started the sensor, and then entered a fingerstick value of 167 mg/dl, after which cgm readings appeared on the ilet. Symptoms included no adverse clinical effects. Outcomes included restoration of cgm communication and continued ilet operation without alarms. Investigation included guided troubleshooting and user education on correct cgm pairing and sensor start procedures. Investigation of this case revealed that unsuccessful initial cgm pairing led to loss of cgm data display, which resolved after correct entry of the transmitter ID and sensor code and initiation of the sensor session. It was concluded, based on previously established findings for similar reports, that user setup error was the cause.